Event description:
It was reported that a patient with a complex postmenopausal right ovarian mass and adenocarcinoma of the colon underwent a total abdominal hysterectomy, bilateral salpingoophorectomy, as well as a low anterior resection with primary anastomosis and diverting loop ileostomy. During this procedure, the surgeon divided the colon using a ¿linear cutting stapler¿ and ¿a reticulating linear stapler¿ was used to divide the rectum. The colon was then inspected and noted to have excellent blood supply and easily reach the pelvis. The surgeon inserted the anvil of a ¿29 mm circular stapler,¿ followed by firing a linear cutter creating a bakers stump. The circular stapler was introduced and fired. A leak test with irrigation solution and air revealed the anastomosis to be patent and intact. Two complete donuts were submitted to pathology and the planned ileostomy was then placed. Post operatively on day 2, the patient had bleeding from the inferior mesenteric vein which had been suture ligated and was taken to the or for repair. Patient also underwent several washouts of her abdominal wound and placement of an abra closure device. No difficulties are noted with any stapling device intraoperatively and no leak is reported in the medical records provided. Claim documentation indicates no ongoing injury is reported.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Manufacturer narrative:
(B)(4). Date sent: 06/01/2022 please see attached medical records.